Event description:
A hospital in (B)(4) reported that excessive condensate was found in both the inspiratory and expiratory limbs of an rt380 breathing circuit and disconnection was required to remove the condensate. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt380 adult dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4) as it had been destroyed by the hospital. Results: the hospital has commented that the drug iloprost was being administered to the patient and was being nebulized at the y-piece. They further stated that even when using iloprost with reusable circuits they have a lot of trouble with the expiratory filters clogging up and that they sometimes have to use many filters in line to protect the ventilator. They also stated that the drug is quite sticky. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine the cause of the observed condensation, but it is possible that the use of iloprost reduced the performance of the breathing circuit. According to the information provided by the customer iloprost is known to be very sticky and is also known for clogging filters. It is possible that the iloprost coated the inside of the tubing, thereby reducing the efficacy of the circuit.